Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test alarm. Customer¿s blood glucose level was 98 mg/dl. Troubleshooting for the failed battery test alarm was performed. Customer did not have a new battery to troubleshoot the device. Customer advised they would purchase new batteries and call back to continue troubleshooting.